Manufacturer narrative:
The customer was unable to provide the lot number involved in the reported event. However, per shipping records to the customer, two potential lot numbers were identified: um5061xxx (expiry date mar 31, 2020; release date mar 5, 2015) and um5343xxx (expiry date: dec 31, 2020; release date dec 11, 2015). DHR reviews for both were performed, and each lot's products were produced according to product specifications. Per further examination of the sample, it was determined that the potential cause of the reported event could be due to a collapse of the inner lumen during the insertion of the mandrel in order to flare the inflation lumen. Based on the tube measurements conducted, it is possible that the partial occlusion of the et tube lumen, caused by the protrusion, created the condition of now allowing the suction catheter to pass through freely. The root cause is potentially manufacturing related. Corrective actions have already been implemented to address this issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction catheter would not advance through the endotracheal tube. The patient was reintubated with a new endotracheal tube, and the suction catheter was not replaced. There was no injury to the patient.

Manufacturer narrative:
One used endotracheal tube was returned for evaluation. Additionally a used suction catheter was returned to test with the endotracheal tube. The sample was visually examined for damage. The endotracheal tube did not exhibit any damage. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip and the entire catheter tubing. The balloon cuff was inflated and appeared damage or defect free. The pilot balloon and inflation tubing were intact through the endotracheal tube. The catheter was advanced into the endotracheal tube, and when it reached the inflation line area, there was resistance felt. When viewed under magnification, the inner tubing of the endotracheal exhibited a protruding material. No root cause could be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).